Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient needed guidance in using their external devices to prepare for an MRI and a surgery on their foot. During the call, agent walked patient through connecting to their ins but confirmed seeing the power on reset (por) message. Agent walked patient through troubleshooting, but when they tried to connect to their ins again, patient then stated that they were seeing the communicator battery low screen. Patient stated that they will charge their communicator first and will call back if the issue persists. Agent emailed the patient MRI mode instructions. Patient was unable to provide communicator serial number as they were unable to read it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.